Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned in segment, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned in segments with a lead removal wire in the distal conductor of the distal segment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a cardiac resynchronization therapy defibrillator (crt-d) infection. The system's leads were explanted and replaced. The crt-d was moved from a left pectoral position to the right sided position for patient comfort, the pocket was swabbed, and the crt-d remained in use. No further patient complications have been reported as a result of this event.